Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the facilities hallway at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed's scale was reading - 37 lbs. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. The tech thoroughly tested the bed exit sys and it functioned as designed. Based on the info, no further action is required.